Event description:
It was reported to the aci sales professional on (B)(4) 2011 that a (B)(6) male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained via a 6f sheath at the right common femoral artery (cfa). Following the procedure, the physician who is in training to the use of the mynx and without an aci representative present, chose the mynx for femoral arterial closure. A pre-procedure femoral angiogram revealed no calcium or peripheral vascular disease (pvd) in the vicinity of the access site. There were no reported complications during the procedure or closure. It was reported that 1-2 days post procedure, the patient complained of symptoms including pain and bruising from the access site down to his thigh and a lump near the access site. He returned to the physician's office on (B)(6) 2011. An ultrasound was performed which revealed a 2cm pseudoaneurysm in the vicinity of the access site. The patient was treated with a thrombin injection at the hospital and remained hospitalized overnight. The patient was discharged to home on (B)(6) 2011 with no further clinical sequela. The patient was seen in follow up on (B)(6) 2011 and the symptoms had resolved.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Review of design/process (B)(6) confirmed that the failure mode is identified in the risk management document.